Event description:
During the procedure, there was no connection with the tactisys. The catheter was replaced to resolve the issue. There were no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.